Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device was turned off randomly while it was in use. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist connected remotely to station and confirmed through the event viewer that the station did not show any recent reboot or power-down events, identified a pending windows update that may have contributed to the reported reboot, completed the update, and determined that the station should no longer experience failures during use. The system functioned as intended after the technical support specialist troubleshot the device.